Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info from the pt's daughter about 4.7 months after the pt's death alleging that a lead had shifted a few weeks prior to the pt's death and that the family believed this had contributed to the pt's death. Boston scientific was informed of the pt's passing six days after the date of death; there were no allegations against device functionality at that time. None of the implanted products have been returned to boston scientific. Device operational data was available for an 18-month period that ended approx one week before the reported date of death. Right ventricular and left ventricular pacing percentage decreased from 99% to 93%, and the right atrial pacing percentage increased from 33% to 85% over the 18-month period. Review of the data showed all lead measurements were normal and stable, and there were no lead data anomalies noted in the period of time cited by the family member. A boston scientific field rep was unable to provide any add'l info regarding the cause of the pt's death or the allegation of a lead issue. As no add'l info concerning this report is expected at this time, our investigation is complete. This investigation will be updated should add'l info be provided.